Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was taken to the emergency for high blood glucose levels, vomiting and trouble breathing. The reported blood glucose reading at the time of the call was 184 mg/dl. The mother also reported that the insulin pump alarmed motor error several times prior to the event. The insulin pump passed the displacement test. Nothing further was reported.